Event description:
The customer reported the device fails to power up during testing. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device fails to power up during testing. There was no reported pt involvement. The third party field service engineer evaluated the device and found the ac power module failed. The ac power module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the ac power module where the device failed to power up.